Event description:
It was reported that externalized conductors were observed during a device change out due to normal eri. Patient was symptomatic with diaphragmatic stimulation. No electrical anomalies were detected. Lead was capped and replaced. Patient condition after the event was fine.